Manufacturer narrative:
(B)(4). Lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product discarded.

Event description:
Revision posterior scoliosis surgery due to broken rods. This was the patients 2nd revision procedure. Patient underwent previous surgery on (B)(6) 2016.